Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes wx4d21007, 1147539, 1209849, and 1204177. A search of the complaint database finds additional reported incidents against lot code 1172080 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Update (B)(6) 2013: doi & dor. Product details only provided.

Manufacturer narrative:
This complaint is still under investigation. Not returned.